Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was in the hospital, was intubated on a ventilator, unable to communicate, and was in need of an MRI of their brain, but they couldn't connect to the ins to confirm MRI eligibility. The caller stated that the MRI tech attempted to interrogate the ins with the handset, and said the ins was "low on battery" and they were unable to interrogate it. The agent reviewed instructions on how to properly interrogate the ins with the communicator and handset. The agent attempted to confirm if the caller could feel the ins in the patient's body and the caller said that they were unable to and commented that the patient was "bigger". The caller attempted to locate and interrogate the ins but was unable to. The agent reviewed the possible head only compatibility due to suspected end of service eos. The agent recommended that caller follow up with patient's managing hcp to confirm MRI eligibility before proceeding.